Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter was showing wildly inaccurate readings. Even when hooked up to a powered-off simulator, the waveforms and hrs were inconsistent. The device was showing heart rate of 60 to 70 bpm and going in and out vtach and asystole. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: ngnk. Model #: a-ngnk-6803-m. Serial #: (B)(6). Device manufacturer data: jan. 3, 2024 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the gz transmitter was showing wildly inaccurate readings. Not in patient use.

Event description:
The biomedical engineer (bme) reported that the gz transmitter was showing wildly inaccurate readings. Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz transmitter was showing wildly inaccurate readings. Even when hooked up to a powered-off simulator, the waveforms and hrs were inconsistent. The device was showing heart rate of 60 to 70 bpm and going in and out vtach and asystole. Not in patient use. Investigation summary: the complaint device was returned for evaluation. The evaluation noted signs of general wear and evidence of previous fluid exposure near the speaker and in the ECG socket. During testing, the reported issue of inaccurate ECG readings could not be duplicated, and the unit functioned normally for a 24-hour monitoring period. As such, the root cause of the customer's complaint cannot be definitively established. A review of the device's complaint history by serial number reveals no similar issues. Nihon kohden will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: ngnk model #: a-ngnk-6803-m serial #: (B)(6). Device manufacturer data: jan. 3, 2024 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.